Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 465 mg/dl at the time of the incident. Customer had symptoms of nausea. Customer also reported insulin flow block alarm. Customer was treated with insulin shots and drank water. Customer had alleged that the insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was assisted with performing the high pressure test and it passed. The device will not be returned for analysis.